Event description:
Customer reported with an issue of "lamp keeps coming on" . The issue found during preparation for use. There was no patient harm, no user injury reported due to the event. Device evaluation found charred fuse component on ac (alternating current) inlet of power supply.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted device tested and found faulty main board and faulty igniter cause spare lamp turns on. This may contribute to the reported issue. In addition, device inspection found charred fuse component on ac inlet of power supply that indicated bad power supply. Furthermore, the following findings during device evaluation were noted: found missing 2 (two) rear foot. Bottom chassis rusted. Front panel, chassis rusted. Worn out scope socket and poor connection. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the charred fuse component of the power ac let could not be identified. However, it¿s likely the cause is related to a faulty switch regulator. Olympus will continue to monitor field performance for this device.